Event description:
In addition to the alleged rate change, it was reported that the drug displayed on the pump changed from heparin to nitroglycerin.

Manufacturer narrative:
MFR's report date 05/20/98: the pump was returned and evaluated. The inspection seal was broken and the instrument had no power. The power was restored by the MFR. Rate accuracy tests were performed and the test results were within specifications. The MFR was unable to duplicate the reported event.